Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation surgery for the femoral subtrochanteric fracture was performed with pfna in question. On an unknown date after the surgery, a pinhole-like damage on the patient¿s buttock occurred after bone healing. Possibility of protrusion of blade end part and removal operation. The end of the nail was confirmed in the operation room under fluoroscopy, and when the hip joint was flexed, the nail end matched with the pinhole and the nail was removed. It has been bone healing since 6 months after surgery. On (B)(6) 2019, the patient underwent a reoperation in which the surgeon found by x-rays that the end of the nail contacts the buttock during hip flexion. He removed all the implants. The bone union was obtained as it was 6 months after the initial surgery. There was no surgical delay. The patient is now in the hospital after the reoperation. The patient has paraplegia due to spinal injury. The alert date is (B)(6) 2019 (jst). No further information is available. Concomitant device reported: locking screw ( part# 04.005.530s, lot# 9811375, quantity 1), locking screw ( part # 04.005.530s, lot # l453242, quantity 1). This complaint involves three (3) devices. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.027.052s, lot: l365876, manufacturing site: bettlach, release to warehouse date: 03.april 2017, expiry date: 01.march 2027 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.